Manufacturer narrative:
B5: additional information was received which clarified that the leak occurred with the peritoneal dialysis (pd) catheter, which is a non-baxter product; this was further described as the "tubing inside the abdomen" had an internal leak. There was no leak with the pd transfer set. Therefore, the baxter pd transfer set is no longer considered a suspect product in this event. H10: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis transfer set leaked from an unspecified location. This occurred during use of the device for peritoneal dialysis therapy. The patient was transitioned to hemodialysis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.